Event description:
Pt reported he has experienced elevated blood glucose of above 400 mg/dl for the past 2 months, and he has been unable to lower his blood glucose using the infusion device. Pt believes the insulin delivery of the infusion device is too low. He also reported the piston rod makes abnormal noises during retraction. The accessories were discarded, and the infusion device was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.